Event description:
It was reported that the subject device had a poor connection and image turned blue. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the legal manufacturer¿s final investigation. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: cable watertight failure and hole on a cable. Based on the results of the investigation, and since poor connection (image turned blue) was not confirmed, a probable root cause for the customer's reported malfunction could not be identified. Based on the results of the investigation, it is likely the malfunctions identified during the device evaluation were due to component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had a poor connection and image turned blue. There were no reports of patient harm.